Event description:
Per the clinic, the patient experienced periodic tissue hypertrophy, leading to a skin overgrowth on the abutment and periodic infections. The patient was treated with antibiotics (types, dates and duration not reported) and a topical steroid (date and duration not reported), which were reportedly effective. Subsequently, the patient was placed under general anesthesia on (B)(6) 2026, in order to replace the abutment.